Manufacturer narrative:
E1: patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. The patient reported that infusion set tubing detached from connector which led to high blood glucose level of 210 mg/dl on (B)(6) 2024. The patient replaced infusion set, cartridge and resumed insulin successfully. No further information available.